Event description:
Attorney states that while his client was sitting in the chair,it unexpectedly tipped over backwards, while in a stationary position against the wall, pinning his chin to his chest.